Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in a good condition with scratched screen. Event log review was performed and found no evidence of reported problem. However, during investigation the device was started in application and problems were found with the device double beeping with a cassette attached, which would cause the "no disposable" alarm. This issue confirmed the customer's reported problem. Service replaced the downstream sensor to correct the reported problem. The root cause of the reported problem was the faulty downstream sensor.

Event description:
Information was received that this smiths medical cadd legacy plus pump displayed alarms for no disposable. No reported adverse effects.